Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture concomitant products: 350cc mentor memorygel breast implant (catalog number 3503504bc, serial (B)(4)).

Event description:
It was reported that a (B)(6)-year-old hispanic/latina female patient underwent a breast augmentation revision with 350cc mentor memorygel breast implants and experienced postoperative left-sided capsular contracture (baker grade IV). The diagnosis was confirmed by a physician upon examination. As a result, the patient's impacted device is scheduled for explantation on (B)(6) 2020 and will be replaced with an unspecified mentor gel breast implant.

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. It was initially reported that the explantation date is (B)(6) 2020. New information received states that the explantation date is (B)(6) 2020, and the explanted device was replaced with a mentor memorygel breast implant 350cc gel breast prosthesis. Manufacturer¿s reference number: (B)(4).